Event description:
Consumer reported that she received a burn after wearing product for 6 to 7 hours on back of right knee. Sought medical attention at local ed. Burn diagnosed as 2nd degree and prescribed silver sulfadine cream and pain medication. (B) (4).

Manufacturer narrative:
Since this is a disposable single-use device, the product is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.